Event description:
Account alleges the head section has a slow drift. A pt was in the bed. No injury reported. Account replaced clips in the brake assembly but the issue was not resolved. Repair is not complete at this time.